Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the malfunction code recurs.